Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the stroke was confirmed via magnetic resonance imaging (MRI). Stroke symptoms and treatment for the stroke were not known.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve (b799603), with delivery catheter syst em (dcs) (0008624824), difficulty was encountered when inserting the dcs through an 18 french (fr) introducer sheath (non-medtronic). The dcs did not advance smoothly and significant resistance was noted while advancing the dcs. A tortuous iliac artery was reported. The first sheath was taken out of the patient¿s body for inspection, a kink was noted, so it was replaced with another device. Th e kink seemed to be caused by the tortuous iliac artery. The valve was then deployed successfully without any further issues. The final digital subtraction angiography (dsa) showed a dissection-like lesion in the abdominal area that was also confirmed by ultrasound and intravascular ultrasound (ivus). The dissection was asymptomatic. The condition was checked by computed tomography (CT) after the procedure and the condition was to be monitored. No intervention or treatment for the dissection had occurred and was not anticipated. The physician believed that the dissection occurred when the introduction sheath was momentarily pushed without a dilator. No additional adverse patient effects were reported. Additional information was received indicating that three years and nine months following the valve implant, the patient was hospitalized for a cerebral infarction. Subsequently, the patient died. The cause of death was cerebral infarction. There was no evidence to suggest that the valve or its function contributed to the patient¿s death, however, it was indicated that the relationship to the valve was unknown.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. B2 - date of death was entered as month/year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.